Event description:
In 2009, the ventilator failed and alarmed. The pt was immediately ambu-bagged, and the ventilator was exchanged by the respiratory therapist. There was no harm to the pt or change in condition. The ventilator was serviced by the manufacturer and an o2 pressure transducer was replaced. The ventilator was returned to service.